Event description:
Problem initially reported by pt's mother to the previous distributor, on 1/28/97. A feeding tube was placed without parental authorization and a perforation was detected in the childs duodenum. Surgery was required to re-section the upper bowel. The hosp called to inquire if records indicated any previous perforations resulting from the use of ng tubes